Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. The customer stated the fingerstick was performed prior to countdown. Per product labeling, when using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. It was noted that the meter test was performed twice with the same finger, with both result being 5.1 inr. For any additional measurements a new puncture of a different finger is mandatory. Product labeling states "never add more blood to test strip after test has begun or perform another test using the same fingerstick". Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the neoplastin ci+ reagent on a stago analyzer. The meter test was performed twice with results of 5.1 inr both times and the laboratory result was 3.6 inr. The patient's therapeutic range is 2.0-3.0 inr. It was noted that the patients inr had been stable and in range.